Event description:
Customer reported intermittent blank display from the passport 2 monitor. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the unit and corrected the problem by replacing the unit's cpu board.